Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a (B)(6)-year-old female patient who had essure (batch no. 710663) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device breakage "device breakage" (seriousness criteria medically significant and intervention required) on (B)(6) 2018 and device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included multigravida. Previously administered products included for an unreported indication: hpv vaccine. Concurrent conditions included knee pain, constipation, skin nodule and hypoaesthesia. Concomitant products included calcium carbonate;colecalciferol (vitamin d 2000) since 2017, chlorhexidine gluconate; isopropanol (bactoshield) since (B)(6) 2018, diazepam (valium) since (B)(6) 2009, ferrous sulfate since (B)(6) 2018, hydrocodone bitartrate; paracetamol (vicodin es) since (B)(6) 2009, ibuprofen since 2017, iron, ketorolac tromethamine (toradol) since (B)(6) 2009, miconazole nitrate (monistat) from 2002 to 2009, misoprostol (cytotec) since (B)(6) 2009, salbutamol (albuterol hfa) since (B)(6) 2018 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal distension ("bloating") and migraine ("migraines"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("severe and persistent abdominal pain"), iron deficiency anaemia ("anemia (iron deficiency)") and fatigue ("fatigue"). In 2010, the patient experienced pruritus generalised ("body itching") and alopecia ("hair loss"). In 2017, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroid"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced mental disorder ("do you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition(s)? Yes."). The patient was treated with surgery ((laparoscopic bilateral salpingectomy) and endometrial ablation with nova sure). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and abdominal pain had resolved, the abdominal pain lower, abdominal distension, fatigue and migraine was resolving and the uterine leiomyoma, iron deficiency anaemia, vitamin d deficiency, pruritus generalised, alopecia and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, fatigue, iron deficiency anaemia, menorrhagia, mental disorder, migraine, pruritus generalised, uterine leiomyoma and vitamin d deficiency to be related to essure. The reporter commented: essure inserts were released per protocol, 4 to 5 coils on each side. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2018: result: hemoglobin- 11.6g/dl. Pathology test - on (B)(6) 2018: gross description: ¿bilateral tubes and essure", received in formalin is a 4.8 x 3.4 x0.8 cm aggregate of 2 bilateral tubes. Tube a is 6.1cm long with a diameter of 1.0 cm. There is a 0.8 x 0.6 x 0.2 cm. Paratubal cyst, at the proximal aspect. Also received in container is a 17.2 x < 0.1 cm aggregate of 2 metal wires consistent with essure devices. Diagnosis: bilateral fallopian tubes, salpingectomy: fallopian tubes with no pathologic diagnosis. Essure devices for gross examination only. Ultrasound scan - on (B)(6) 2018: result: 1. There is a 1.6 cm echogenic lesion in the right ovary which demonstrates peripheral and internal blood flow. Further evaluation with mr of the pelvis is recommended. 2. Cine clips demonstrate hyperechoic linear structures in the bilateral adnexa, which likely correlates with patient history of fallopian tube essure devices. These are incompletely evaluated on ultrasound. 3. There is a 4.2 cm fibroid in the uterine fundus. Concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, abdominal pain lower. Most recent follow-up information incorporated above includes: on 17-jan-2019: pfs received: reporters were added. Reporter's demographics was added. Aka was added. Reporter's information was added. Lot no. Was added. Removal date was added. Events-hair loss, severe cramping, migraines,severe and persistent abdominal pain , anemia (iron deficiency), fatigue, vitamin d deficiency, menorrhagia, bloating, device breakage, fibroid , body itching, do you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition(s)? Yes. Device monitoring procedure is not performed were added. Outcomes-menorrhagia, severe cramping, migraines, severe and persistent abdominal pain, fatigue, bloating were added. Concomitant drugs were added. Medical history were added. Lab test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and menorrhagia ("menorrhagia") in a 37-year-old female patient who had essure (batch no. 710663-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included multigravida. Previously administered products included for an unreported indication: hpv vaccine. Concurrent conditions included knee pain, constipation, skin nodule and hypoaesthesia. Concomitant products included calcium carbonate;colecalciferol (vitamin d 2000) since 2017, chlorhexidine gluconate;isopropanol (bactoshield) since (B)(6) 2018, diazepam (valium) since(B)(6) 2009, ferrous sulfate since (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin es) since (B)(6) 2009, ibuprofen since 2017, iron, ketorolac tromethamine (toradol) since (B)(6) 2009, miconazole nitrate (monistat) from 2002 to 2009, misoprostol (cytotec) since (B)(6) 2009, salbutamol (albuterol hfa) since (B)(6) 2018 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal distension ("bloating") and migraine ("migraines"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("severe and persistent abdominal pain"), iron deficiency anaemia ("anemia (iron deficiency)") and fatigue ("fatigue"). In 2010, the patient experienced pruritus generalised ("body itching") and alopecia ("hair loss"). In 2017, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroid"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced mental disorder ("do you claim that your use of essure caused or aggravated any psychiatric and/or psychological condition(s)? Yes."). The patient was treated with surgery ((laparoscopic bilateral salpingectomy) and endoemtrial ablation with nova sure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine leiomyoma, iron deficiency anaemia, vitamin d deficiency, pruritus generalised, alopecia and mental disorder outcome was unknown, the menorrhagia and abdominal pain had resolved and the abdominal pain lower, abdominal distension, fatigue and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, device breakage, fatigue, iron deficiency anaemia, menorrhagia, mental disorder, migraine, pruritus generalised, uterine leiomyoma and vitamin d deficiency to be related to essure. The reporter commented: essure inserts were released per protocol, 4 to 5 coils on each side. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2018: result: hemoglobin- 11.6g/dl. Pathology test - on (B)(6) 2018: gross description: ¿bilateral tubes and essure", received in formalin is a 4.8 x 3.4 x0.8 cm aggregate of 2 bilateral tubes. Tube a is 6.1cm long with a diameter of 1.0 cm. There is a 0.8 x 0.6 x 0.2 cm paratubal cyst, at the proximal aspect. Also received in container is a 17.2 x < 0.1 cm aggregate of 2 metal wires consistent with essure devices. Diagnosis: bilateral fallopian tubes, salpingectomy: fallopian tubes with no pathologic diagnosis. Essure devices for gross examination only.. Ultrasound scan - on (B)(6) 2018: result: 1. There is a 1.6 cm echogenic lesion in the right ovary which demonstrates peripheral and internal blood flow. Further evaluation with mr of the pelvis is recommended. 2. Cine clips demonstrate hyperechoic linear structures in the bilateral adnexa, which likely correlates with patient history of fallopian tube essure devices. These are incompletely evaluated on ultrasound. 3. There is a 4.2 cm fibroid in the uterine fundus. Concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, abdominal pain lower. Lot number 710663-invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.